Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to erosion. The patient underwent mesh excision on (B)(6) 2012 due to pelvic pain and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Concurrent procedures - posterior colporrhaphy and vaginal extraperitoneal colpopexy

Manufacturer narrative:
Date sent to the FDA: 08/09/2016.

Manufacturer narrative:
Date sent to FDA: 07/31/2017 additional patient codes: urinary urgency, (B)(4) - urinary frequency, (B)(4)- vaginal atrophy additional narrative: it was reported that following insertion the patient experienced vaginal atrophy, urinary urgency and urinary frequency.